Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an unusual issue with their onetouch verio iq meter. The reporter advised that when the meter is plugged in nothing happens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.